Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the back therapy pads. The patient indicated that their doctor prescribed clotrimazole and betamethasone for the irritation. The patient stated that after using the prescribed medication that the condition of the irritation had improved.